Event description:
It was reported that high impedances were observed on the lead of the deep brain stimulation (dbs) system, which did not affect the patients therapy, reprogramming was performed and continued to deliver adequate therapy to the patient. During a scheduled follow up appointment it was noted that additional impedances were noted. Imaging was performed and confirmed that the lead extension was fractured. A revision procedure was performed in which the lead extension was scheduled to be replaced, during the procedure it was not possible to disconnect the lead extension from the implantable pulse generator (ipg), therefore the ipg was also replaced. The patient is receiving adequate therapy post operatively and is doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: db-1216 serial number: (B)(6). Batch/lot number: 556662. Model/catalog description: vercise genus r16 ipg kit. Unique identifier (UDI) # (B)(4).